Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds and loss of capture. The patient was not symptomatic. The lead remained implanted and the ventricular output would be increased.

Event description:
Additional information reported stated that on 07/09/14 the lead continued to exhibit high thresholds. The lead was explanted and replaced. The patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.